Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folders for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17th december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received submerged in an unknown aqueous solution. The lens was dried, and presented with cosmetic issues and lens damage. The complaint issue could be confirmed; and may be attributed to handling during implantation or removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure. The intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the iol (intraocular lens), there was a visible scratch on the central part of the optic. The lens was fully inserted. There was a delay in procedure and the lens was removed again during the same procedure. Through follow-up, it was learned that the back-up iol was implanted without any difficulties and the patient's outcome was not affected. No additional information was provided.